Event description:
The device was returned with no product allegation. Analysis of the returned device identified a product malfunction.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested. The cylinders were also pressure tested and the pump was functionally tested. No anomalies were found with the cylinders. Functional test of pump revealed that there was an anomaly as the pump did not pass the deflation test. Based on the information available and analysis results, the functional non conformance identified in the pump could have caused or contributed to performance problems with the device. Date of event is an approximate.